Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report the system faulted between cases and the battery status leds on the psc show one solid red led. Psc had been left unplugged for a prolonged amount of time. Tse log review was showing errors 816, 824, and 860 indicating that the charge state was very low and the battery kill circuit has been activated. Customer was swapping pscs for next case. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the system power manager (spm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection there were no issues found that would be related to customer complaint. The spm was installed on a golden system; the battery was drained the recharged with no issues. The spm successfully went into battery mode with no issues. The unit underwent 10 power cycles where no errors were found.